Event description:
Device failed without warning during use while attempting endotracheal intubation of a pt in cardiac arrest. Dates of use: 5 years. Diagnosis or reason for use: video assisted endotracheal intubation. Is the product compounded: no; is the product over-the-counter: no. Event reappeared after reintroduction: no.